Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient found two bent cannulas when removing infusion sets. The first event was associated with elevated blood glucose levels of about 500 mg/dl and was managed by replacing the infusion site and delivering a pump bolus. The second event involved pain at the infusion site before removal. In both cases, the infusion set was replaced to continue therapy. There was a patient involvement and there were no additional adverse consequences.